Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - was there any change in the patient¿s post-operative care due to the prolonged procedure? - were there patient consequences? If yes, please explain. - did the repetitions of the endpoint occur during the same procedure? If other, please explain. - please provide the lot number. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). It is reported that there were no major complications during the procedure, except for a 15 minutes delay in the start of the surgery. The procedure was completed using the same suture strand, which was cut several times during use. Regarding the name of the person submitting the report, it corresponds to the head of procurement juan fuentes. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 15, action taken when event occurred? It must be tied 3 times, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, ip-02402788. Device property of: none, device in possession of: none.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, nurse pavilion reports that at the end of stitch in skin, knot breaks, requiring repetition of the endpoint in 3 opportunities, without change of suture (uses same strand). No adverse patient consequences were reported. Additional information was requested.